Manufacturer narrative:
This report summarizes the results of our investigation of all 1099 reported events included in this summary report, submitted per exemption number e2015043. The evaluation result codes events were: 95 open circuit, 15 wear problem, 49 environmental humidity problem identified, 114 deformation problem, 300 results pending completion of investigation, 8 electrical problem identified, 19 hardware timing problem identified, 26 no device problem found, 1 assembly problem identified, 467 no findings available, 2 fatigue problem, and 1 labeling and instructions for use/maintenance. And, the evaluation conclusion codes events were: 104 caused trace to manufacturing, 54 unintended use error caused or contributed to event, 795 no problem detected, 143 cause cannot be traced to device, 1 cause trace to labeling and 1 manufacturing deficiency.

Event description:
This report summarizes 1052 reported events (241 initial reports and 811 follow-up reports). All reported events are related to device malfunctions button error alarm/keypad unresponsive and/or motor error alarm as allowed for in exemption e2015043 and contains no reportable serious injuries. Patient age ranged from 3 years to 92 years. Patient weight ranged from 21 lbs to 411 lbs. Patient gender was 47.9% male and 52.1% female for these reported events. 753 events were associated with button error alarm/keypad unresponsive, 249 events were associated with motor error alarm and 50 events were associated with both button error alarm/keypad unresponsive and motor error alarm. The following patient problem codes were reported: 44 hyperglycemia, 4 hypoglycemia and 1005 no consequences or impact to patient. The following device problem codes were reported: 1 device alarm system, 1 no display / image, 7 display or visual feedback problem, 2 communication or transmission problem, 283 mechanical problem, 4 adverse event without identified device or use problem, 1 date/time-related software problem 789 device difficult to program or calibrate, 6 use of device problem, 1 visual prompts will not clear, 33 obstruction of flow, 1 device markings/ labeling problem, 8 material integrity problem, 10 moisture or humidity problem, 37 power problem, 6 no apparent adverse event, 42 patient device interaction problem, 1 unexpected therapeutic results and 3 priming problem. The 811 follow-ups for events reported in previous quarters are being updated with investigation results following receipt and analysis of returned product.